Event description:
A 20 gauge PICC line inserted axillary vein, right ac. Tension noted on attempt to return guide wire; guide wire noted to be frayed at half-way point. Removed PICC line guide wire intact upon removal.